Event description:
Procedure: lap adrenalectomy. According to the reporter: the suture loop is stiff and does not slide down smoothly when applied. Knot was stuck during deployment. Gs surgeon, dr (B)(6) struggled with the suture loop during tying and caused tissue tearing, the patient was involved with injury. Surgery time was extended by 30 minutes or more. Additional information has been requested.

Manufacturer narrative:
(B)(4).